Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was treated on (B)(6) 2012 for bleeding around the implant site. It was discovered that the patient had experienced a loss of osseointegration, and the surgeon removed the abutment and fixture. The patient was reimplanted with another device on (B)(6) 2012.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.